Manufacturer narrative:
The initial information received on this event indicated the aortic dissection and subsequent death were caused by the commander delivery system. New information indicates the injury was likely caused by the 14fr. Esheath and not the commander delivery system. The serious injury and death have been reported under the correct device under manufacturer report number 2015691-2020-11870.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (manipulation of the devices) may have contributed to the aortic dissection. The aortic dissection, in addition to the incorrect placement of the drain for the effusion, likely contributed to the patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a 29mm sapien 3 valve was deployed in the aortic position via a surgical cutdown for subclavian access. The valve deployment was successful, in good position with no paravalvular leak (pvl). The patient was hemodynamically stable throughout the procedure, but during the closure of the surgical cutdown the patient became hypotensive and bradycardic. CPR was commenced, and an angiogram revealed possible aortic dissection. Tee revealed pericardial effusion and a pericardiocentesis was performed to drain the effusion. The patient¿s condition did not improve, and the decision was made to perform a sternotomy. The sternotomy revealed a dissection in the aorta, which was beginning to resolve. It was also reported that the drain inserted during the pericardiocentesis was partially placed in the right ventricle. A new drain was placed. The patient was stable for a short time, however later passed away. The native annular diameter measured 23mm x 32mm with a valve area of 563mm2. It was speculated that the esheath may have come into contact with the aortic wall during the procedure, resulting in the aortic dissection. The cause of death was reported to be blood loss.